Event description:
The customer reported having low blood glucose for a couple days. The blood glucose started in the low 60's mg/dl and dropped to 40 mg/dl. The customer was in a coma and hospitalized. Troubleshooting was performed. The customer stated that she was priming correctly and also she was using the correct insulin type. Reviewed the time/date basals and bolus and they were correct. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.